Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not completely correct in the initial report. The corrected information has been provided in section b5 with this report. Information has been added, which was missed in the initial report. The missed information has been provided in section h6 under health effect - impact code : 4613 with this report.

Event description:
Corrected/missed event description: customer reported that she had a low blood glucose in december of 2022. She went to the hospital for the low (she did not say she was hospitalized). Customer did not have other illness. She was treated with glucose/carbohydrate. Customer declined troubleshooting. Incident date is (B)(6) 2022 per sap for pump (same as notified date since no specific event date was given). It was unknown if the pump was used at the time of the incident. It was unknown if sensor was used. It was unknown if auto mode was used.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by the medtronic indicates that, customer experienced low blood glucose and blood glucose value was 69 mg/dl at the time of incident. Customer was hospitalized due to low blood glucose and other illness. Customer treated with carb intake. Customer declined troubleshooting , it was unknown that, customer was using the insulin pump system within 48 hours of reported high blood glucose event and auto mode feature was active at a time of event. No further patient complications were reported. The device will not be returned for analysis.